Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.